Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, check settings alarm and motor position encoder error alarm. Customer's blood glucose level was unknown. Troubleshooting for motor error alarm was performed. Customer advised during the fill tubing process they received the motor error alarm. Customer advised the sticker on the back of the insulin pump fell off. Customer advised during the manual prime process the motor error alarmed and stated all of their settings were erased. Customer reset the time/date and tried to prime once again. Customer advised they received a motor position encoder error alarm as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file. The pump was programmed and monitored for four hours, and no unexpected check settings alarm or unexpected reset was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.